Manufacturer narrative:
The reported event of pt expiration and potential thrombus cannot be confirmed as the device was not returned for eval as no autopsy was performed and the device remained with the pt. A review of the device history records showed no deviations for mfg or qa specs. Based on the info available, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is closing its file on this event. As a participant in the (B) (4) registry, thoratec was granted as of (B) (6) 2007, an exemption from the 30 day calendar reporting requirement in 21 cfr 803.50 for events related to medical devices eligible for inclusion in the (B) (4) registry. Per this exemption, these events are due to the FDA no later than 90 calendar days from awareness date. The site who submitted this event is an active (B) (4) member and the associated medical device is included in the (B) (4) registry.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had expired. Per the vad coordinator, the pt was presented in cardiogenic shock, and it was believed the device was either thrombosed or obstructed.